Event description:
During a transuretheral resection of a bladder tumor, the plastic shield of the tip of the resectoscope was noted in the bladder. The foreign body was removed with no difficulty. No harm to pt noted.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.